Event description:
(B)(6) study. It was reported that moderate aortic regurgitation and paravalvular leak occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 25 mm lotus edge valve with partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Two days post the aortic implant procedure, the subject was discharged on aspirin and clopidogrel. Event summary: thirty-one days post the aortic implant procedure, moderate aortic regurgitation and moderate paravalvular were noted on the echo report.